Event description:
The customer reported prior to placement, staff checked that the wire would move, as the charge nurse noted it can be difficult to remove the wire once placed. The wire was partially moved and then replaced. After the ng tube was placed, the wire would not come out. When the charge nurse pulled on it, the purple end came off. It sounds like staff worked for some time to remove the wire and were eventually able to do so.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.